Manufacturer narrative:
The following two device lot numbers were provided by the hospital; however, clarification of which of the two were used during the procedure and how the second device was involved has not been provided: ruby coil, catalog # rby2c0435-a, lot # f64944, device MFR date: 2015-07-20, expiry date: 2023-07-18. Ruby coil, catalog # rby2c0420-a, lot # f66117, device MFR date: 2015-10-22, expiry date: 2023-10-20. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Note: the exact date of the incident is unknown. The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician experienced resistance after about half of the ruby coil was deployed in the aneurysm and the ruby coil was unable to advance any further. Therefore, the physician attempted to withdraw the ruby coil back into the microcatheter; however, it unintentionally detached. The physician then withdrew the microcatheter, pulled back on the ruby coil pusher assembly and was able to remove the ruby coil. The procedure ended at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Report, follow-up #1 MFR report and follow-up #2 MFR report incorrectly indicated that an aneurysm was being embolized and should have referenced the right hepatic vessel. Therefore, the description is being corrected on this follow-up #3 MFR report.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic vessel using ruby coils. During the procedure, the physician delivered a ruby coil into the right hepatic vessel using another manufacturer's microcatheter. While advancing a new ruby coil through the microcatheter, the physician experienced resistance after about half of the ruby coil was deployed into the right hepatic vessel and the ruby coil was unable to advance any further. Therefore, the physician attempted to withdraw the ruby coil back into the microcatheter; however, it unintentionally detached. The physician then withdrew the microcatheter, pulled back on the ruby coil pusher assembly and was able to remove the ruby coil. The procedure ended at that point. There was no report of an adverse effect to the patient. Upon receiving the complaint related ruby coil, a second ruby coil was found in the package. After following up with the hospital staff for additional information, it was reported on 23-jun-2016 that this additional ruby coil did not advance in the microcatheter.

Manufacturer narrative:
The customer confirmed that lot # f66117 was the device in question; however, two ruby coils were returned. Result: the pet lock was intact on the proximal end of the first ruby coil pusher assembly. The embolization coil was detached from the pusher assembly, stuck and unraveled inside the distal tip of the non-penumbra microcatheter, and had a fractured stretch resistant (sr) wire. The non-penumbra microcatheter was ovalized in the distal shaft. The pet lock was intact on the proximal end of the second ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was kinked. Conclusion: evaluation of the returned devices revealed the first ruby coil¿s sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will subsequently lead to detachment of the embolization coil. Further evaluation revealed the non-penumbra microcatheter was ovalized in the distal shaft. This damage likely contributed to the resistance experienced by the physician when advancing and retracting the ruby coil. The second ruby coil evaluated (not mentioned in the complaint) had a kinked embolization coil. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance; however, since the second ruby coil evaluated was not mentioned in the complaint, the root cause of its failure could not be determined. Penumbra coils are 100% visually and functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Correction to event description: the patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, the physician delivered a ruby coil in the aneurysm using another manufacturer's microcatheter. While advancing a new ruby coil through the microcatheter, the physician experienced resistance after about half of the ruby coil was deployed in the aneurysm and the ruby coil was unable to advance any further. Therefore, the physician attempted to withdraw the ruby coil back into the microcatheter; however, it unintentionally detached. The physician then withdrew the microcatheter, pulled back on the ruby coil pusher assembly and was able to remove the ruby coil. The procedure ended at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the first ruby coil pusher assembly. The embolization coil was detached from the pusher assembly, stuck and unraveled inside the distal tip of the non-penumbra microcatheter, and had a fractured stretch resistant (sr) wire. The non-penumbra microcatheter was ovalized in the distal shaft. The pet lock was intact on the proximal end of the second ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was kinked. Conclusion: evaluation of the returned devices revealed the first ruby coil¿s sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will subsequently lead to detachment of the embolization coil. The second ruby coil evaluated had a kinked embolization coil. This damage likely occurred due to forceful advancement of the ruby coil against resistance. Further evaluation revealed the non-penumbra microcatheter was ovalized in the distal shaft. This damage likely contributed to the resistance experienced by the physician when advancing and retracting the ruby coils. Penumbra coils are 100% visually and functionally. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00899.

Event description:
On 23-jun-2016, the customer provided information regarding the second ruby coil received; therefore, the event description has been updated as follows: the patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, the physician delivered a ruby coil in the aneurysm using another manufacturer's microcatheter. While advancing a new ruby coil through the microcatheter, the physician experienced resistance after about half of the ruby coil was deployed in the aneurysm and the ruby coil was unable to advance any further. Therefore, the physician attempted to withdraw the ruby coil back into the microcatheter; however, it unintentionally detached. The physician then withdrew the microcatheter, pulled back on the ruby coil pusher assembly and was able to remove the ruby coil. The procedure ended at that point. There was no report of an adverse effect to the patient. Upon receiving the complaint related ruby coil, a second ruby coil was found in the package. After following up with the hospital staff for additional information, it was reported on 23-jun-2016 that this additional ruby coil did not advance in the microcatheter.